Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during a case, the unit alarmed for a system failure and notified the user to switch to manual mode of ventilation. The power was cycled, resolving the reported complaint. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare field engineer reviewed the logs which confirmed the customer allegation. A checkout of the system was performed with no re-occurrence of the problem. The system was returned to clinical use.

Manufacturer narrative:
MDR 2112667-2016-0012 was filed in error. It was a duplicate of MDR 2112667-2015-00442.